Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 3 of 4. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and instructed the hp to cycle power to the hc. The tsr advised the hp to use manual bags to complete therapy. The hp stated there was an open clamp on an unused supply line. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter?s investigation, the root cause of the se 2240 was due to air being sucked into the disposable because there was an open clamp on unused supply line. The hp stated there was an open clamp on an unused supply line. A batch review was not performed because the lot information was not known. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.